Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's most recent blood glucose was 270-271 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, reconnect the tubing and reservoir, verify the connection is secure, replace the plunger and manually push the plunger to verify that insulin exited the tubing. She stated that she had discarded the plunger and was advised that it could be replaced. She did not complete the troubleshoot procedure and decided to start over and fill a new reservoir. The customer was advised to replace the reservoirs and infusion sets and agreed to return the supplies for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.